Manufacturer narrative:
Data analysis: console logs from the reported day of the event are consistent with the complaint. The pump was connected to the aic. After case start wizard step 6, the error "case start: optical sensor system error: disconnect cable" appeared. The pump was removed and reconnected, but the issue persisted. The aic was rebooted; after reconnecting the pump, calibration was canceled due to continued error. Approximately one minute later, the alarm "placement signal not reliable (opm invalid signal, optical pump connected) #1036" was issued. The pump was run for a few minutes just before the aic was shut down. Device analysis: console (B)(6) was received at field service in germany. The aic was not checked in for this complaint. The investigation was conducted by a technician without prior consultation with the assigned investigation engineer. The root cause was identified as the air gap, which is the case as the rt log data supports this finding with the lamp value remained at 100% while snr nearing 0 throughout the case. Root cause: the root cause for the issue with placement and lv signal, both were not visible was due to the air gap the aic and the patient cable plug.

Event description:
A physician reported issues with placement and left ventricle signals; both were not visible during procedure, and all other values were displayed. The device was not removed. The pump was eventually successfully weaned and explanted, and no patient harm has been reported.